Event description:
It was reported that during a da vinci-assisted surgical procedure, instrument was not responding to the surgeon's command from the console, removed tip cover and evaluated that 2 jaw cables had ruptured tweezers making them impossible. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.